Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Name and address: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, a cook single-use holmium laser fiber broke when connected to the laser unit. The initial photo provided by the user facility showed the red connector separated from the laser fiber assembly. Upon return of the device and subsequent investigation on (B)(6) 2022, it was noted that the fiber shaft separated into two pieces near the connection hub. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence additional event information has been requested.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary as reported, a cook single-use holmium laser fiber broke when connected to the laser unit. The initial photo provided by the user facility showed the red connector separated from the laser fiber assembly. Upon return of the device and subsequent investigation on 20apr2022, it was noted that the fiber shaft separated into two pieces near the connection hub. Another laser fiber was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), interview with personnel, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was able to be conducted as the device returned by the customer. The product was returned in open packaging. The cook investigator noted that the red silicone connector cover was separated from the rest of the laser¿s connector segment and that it looked like the connector cover had been pulled apart from the rest of the laser fiber. The complaint was confirmed; although, the cause of the separation was not able to be ascertained. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿how supplied¿ upon removal from package, inspect the product to ensure no damage has occurred.¿ the complaint reported by the customer of the red silicone connector cover of the laser fiber hub becoming detached was confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 30may2022. Another laser fiber was used to complete the procedure.